Manufacturer narrative:
UDI# (B)(4). Product evaluation: failure analysis for fiber 0010-2400-624a-2417: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits moderate devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure "tissue being burnt on fiber" was observed. The fiber was exchanged and the same issue was observed on the second fiber. The fiber was exchanged and the third fiber was used to complete the procedure. The tip of the first failed fiber was cleaned during the procedure. Patient outcome: "ok". This report is for the second fiber.